Event description:
It was reported that the patient visited the ER (emergency room) with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 500 mg/dl while wearing the pod longer than 48 hours in the abdomen. Symptoms reported include hyperglycemia and excessive vomiting. The patient was treated with IV (intravenous) fluids and an insulin drip. The patient was released the following day. The pod was worn at time of ER visit. The patient reported when the pod was removed the cannula was partially dislodged and leaking. Patient also reported receiving inaccurate blood glucose readings from her cgm (continuous glucose monitor) resulting in a delay of correction and/or supplemental insulin treatment. Dexcom notified.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.